Event description:
It was reported that during a lap bilateral salpingoophorectomy procedure, the apparatus does not seem to be clicking into the handpiece of the harmonic scalpel. Constantly rotating around. Second lead tried with same result - machine faulting. 2nd device opened and worked satisfactorily. No patient consequence.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent.